Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. Concomitant medical products: 6947m62 lead implanted: (B)(6) 2013 and 419688 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was capped and noted to be unusable for an unknown reason. A new rv lead was implanted. No patient complications have been reported as a result of this event.